Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-08033. It was reported during an ipg surgical procedure earlier this year, (reference MFR. Report#: 1627487-2017-03714), extensions were implanted. However, since that time, the patient has experienced swelling in the back. The patient states she may have an allergic reaction to the extensions. No further information is known at this time.